Manufacturer narrative:
The system was examined and the reported event was replicated. The issue was determined to have contributed to a non-conforming slit lamp fiber (which is not part of the system). The company representative recommended a fiber replacement. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 18, 2012. Based on qa assessment, the product met specifications at the time of release. Root cause: the system was found to meet specifications. The root cause of the reported event can be attributed to a slit lamp fiber. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser power was low during a technical visit. There was no error message displayed. There were no procedures scheduled and no patient involvement.